Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when booting up the imaging system, the remote desktop was showing the x-ray generator was not ready. They attempted restarted the system multiple times.

Manufacturer narrative:
Correction: related to MDR 1723170-2018-01460 in which the following additional information was previously provided: additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure and charger were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure and charger were returned to the manufacturer and are currently under analysis.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the chassis housing was bent and generator failed test. No voltage output.. Analysis found that the reported event was related to a electrical issue. The power enclosure conversion was returned to the manufacturer for analysis. Analysis found that the enclosure failed power up test and high startup current. Analysis found that the reported event was related to a electrical issue. The power enclosure conversion was returned to the manufacturer for analysis. Analysis found that the generator test was failed and had no 400v out. Analysis found that the reported event was related to a electrical issue.